Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2007; 5076-58 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to being short of breath. A remote transmission indicated atrial lead undersensing in the presenting rhythm. The patient¿s atrial rate was around 272 beats per minute (bpm) and the paced ventricular rate was 140 bpm which was also the upper tracking rate; however due to the undersensing the device not mode switching as it was not able to sense the atrial beats. Reprograming was done and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.